Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received for evaluation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. Share logs data was received for evaluation. However, no data is present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.